Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a routine generator change. During the procedure through visual inspection, it was noted that the patient's right atrial lead exhibited an insulation breach. The lead was capped and replaced on 4 mar 2020. No adverse patient consequences were reported.